Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed upper tracking rate.

Event description:
It was reported that the implantable pulse generator (ipg) was pacing above the upper tracking rate. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable pulse generator (ipg) was pacing above the upper tracking rate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568, implantable pacing lead, (B)(6) 1999. (B)(4).